Event description:
The customer states after wearing the gloves it caused rashes/eczema to their registered dental hygienist. They followed up with their dermatologist regarding the described issue. No other information is available.